Event description:
It was reported that: at the beginning of a tonsillectomy procedure, the user was using a bovie electro-surgical device and the endotracheal tube caught fire. The fire was extinguished and the user was able to complete the case using the anesthesia machine and with the endotracheal tube in place.